Event description:
Reported alleged obtaining discrepant blood glucose of 169 mg/dl on the advantage system compared back to back with a result of 96 mg/dl on their doctor's meter when testing was performed during a routine appointment, less than 10 minutes apart. Reporter stated that another comparative test of 164 mg/dl on their same system was compared within 10 minutes back to back with a result of 89 mg/dl on their doctor's other meter. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.